Event description:
It was reported that the patient had a right thr via the posterior approach using anthology r3 construct. The patient presented late-onset infection years after surgery. Dr. Decided to do the right side first stage revision thr, removal of 36mm x 54mm r3 xlpe 0 degree liner was performed in situ on (B)(6) 2020 at (B)(6). Full second stage revision will be performed once infection subsides.

Manufacturer narrative:
It was reported that the patient presented late-onset infection years after surgery. Dr. Decided to do the right side first stage revision thr. Full second stage revision will be performed once infection subsides. The associated devices, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. This reported failure has been identified in the instructions for use and risk management files. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Some potential causes of the reported event could include but are not limited to patient medical condition or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.